Manufacturer narrative:
Concomitant medical products: dcs syringe ii (635-002, lot unknown); another orbit galaxy(640cf3509, lot unknown); microcatheter(carnelian marvel/tokai medical products, type unknown). A non-sterile orbit galaxy complex fill coil 3 x 9 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken; it was also found kinked. The introducer was received partially zipped and it was found kinked. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper was found without damage while the embolic coil was found stretched. The hypotube, gripper and embolic coil were inspected under microscope; the edges of the broken section of the hypotube appear as if it was kinked before broke. The gripper was found without damage additionally no obstructions or damage was noted on the purge hole of the gripper and the embolic coil was found stretched. The functional test for detachment or rezipping could not be performed since the hypotube was received broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to detach the coil could not be evaluated due to the broken condition of the returned device. It is not known if the syringe was pressurized to the red zone after failure to detach in the green zone as outlined in the instructions for use (IFU). It is also possible that the kinking of the delivery system may have contributed to the failure to detach as well as the rezipping difficulties. This may have been related to procedural handling and vessel characteristics. There is no information regarding the specifics of the reported damage to the device that occurred after application of excessive force. However, based on the analysis indicating evidence of kinking prior to breaking and the reported use of excessive force, it appears that it is related to procedural handling. The instructions for use outlines the steps for withdrawal and recapture of the coil within the introducer including a caution against withdrawal against resistance. It further cautions that during withdrawal do not expose the blue distal flexible section (hypotube) of the delivery tube, as the delivery tube could sustain damage. The stretched condition of the returned coil may also have been impacted by handling, either during attempt to forcefully rezip or with post procedural handling since the coil was not recaptured in the introducer. No conclusion can be made regarding the reported failure of the coil to detach; however, procedural factors addressed in the IFU may have contributed. With review of the information and the analysis, there is evidence that handling including use of excessive force contributed to the damages found on the device. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A non-sterile orbit galaxy complex fill coil 3 x 9 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken; it was also found kinked. The introducer was received partially zipped and it was found kinked. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper was found without damage while the embolic coil was found stretched. The hypotube, gripper and embolic coil were inspected under microscope; the edges of the broken section of the hypotube appear as if it was kinked before broke. The gripper was found without damage additionally no obstructions or damage was noted on the purge hole of the gripper and the embolic coil was found stretched. The functional test for detachment or rezipping could not be performed since the hypotube was received broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to detach the coil could not be evaluated due to the broken condition of the returned device. It is not known if the syringe was pressurized to the red zone after failure to detach in the green zone as outlined in the instructions for use (IFU). It is also possible that the kinking of the delivery system may have contributed to the failure to detach as well as the rezipping difficulties. This may have been related to procedural handling and vessel characteristics. There is no information regarding the specifics of the reported damage to the device that occurred after application of excessive force. However, based on the analysis indicating evidence of kinking prior to breaking and the reported use of excessive force, it appears that it is related to procedural handling. The instructions for use outlines the steps for withdrawal and recapture of the coil within the introducer including a caution against withdrawal against resistance. It further cautions that during withdrawal do not expose the blue distal flexible section (hypotube) of the delivery tube, as the delivery tube could sustain damage. The stretched condition of the returned coil may also have been impacted by handling, either during attempt to forcefully rezip or with post procedural handling since the coil was not recaptured in the introducer. No conclusion can be made regarding the reported failure of the coil to detach; however, procedural factors addressed in the IFU may have contributed. With review of the information and the analysis, there is evidence that handling including use of excessive force contributed to the damages found on the device. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Event description:
During the procedure, an orbit galaxy (640cf3509/15934521) would not be detached at the green zone using the dcs syringe ii(635-002, lot unknown). It is unknown if the physician attempted the detachment at the red alternative detachment zone. Then the orbit galaxy was safely removed from the patient. However, at the time of re-sheathing the orbit galaxy, the zipper of the coil introducer got stuck about 20cm proximal to the distal tip of the introducer tube. As he put excessive force to slide the zipper back along the delivery tube, both the introducer tube and the delivery system were damaged. Therefore the orbit galaxy was replaced for a new one(640cf3509, lot unknown) the procedure was made all way through the same microcatheter(carnelian marvel/tokai medical products, type unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. It is unknown how many coils were successfully detached and placed into the target lesion using the same syringe. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No unintended detachment observed in the vessel or in the microcatheter. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolisation of left lumbar artery for the treatment of type ii endoleak after endovascular repair. Characteristics of the vessel was mildly calcified and moderately tortuous. The patient was a male of (B)(6) years old. Dob and weight unknown. Access was obtained from left femoral artery.